Event description:
The complainant reported that when the impella cp was plugged into the automated impella controller (aic), the aic was alerting that the impella was not plugged in all the way and then gave an optical sensor error. The aic was exchanged without any patient harm.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
Corrections to the initial MFR report: h6 type of investigation code added.